Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Contact did not have further information. The customer and pump were not with the contact at the time of the report. There was no reported impact to blood glucose. Customer reverted to using manual injections for insulin therapy.